Event description:
The lay user /patient contacted lfs alleging an error 4 message on their one touch verio meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The technique of applying blood on the test strip was correct. The product was replaced. The complaint is being reported since the alleged error 4 message was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) k093745.